Event description:
It was reported by the sales representative that the patient was getting headaches while wearing spak, and she also hears it buzzing during spak use. Later the patient called in response to voicemail. The patient stated that the pain level of the headache was an 8 out of 10. The patient stated that she has a history of vestibular migraines and tinnitus. The patient thinks she is super sensitive to the sounds from the device due to her tinnitus, she does not think there is anything wrong with the device. The patient has not discussed the issue with her doctor. The patient tried treating on 2 separate occasions and on both occasions the headaches started after a few hours. The patient stated that she will not be using the device anymore. The patient was advised to contact her doctor. No further consequences were reported. The spinalpak assembly has not been returned for evaluation.

Manufacturer narrative:
Additional information in following fields - b4: date of this report, h4: device manufacture date, h6: evaluation codes. Corrected data in following fields - b2: outcomes attributed to adverse event, d2: common device name, d4: catalog number, h6: patient code and component code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient was getting headaches while wearing spak, and she also hears it buzzing during spak use. Later the patient called in response to voicemail. The patient stated that the pain level of the headache was an 8 out of 10. The patient stated that she has a history of vestibular migraines and tinnitus. The patient thinks she is super sensitive to the sounds from the device due to her tinnitus, she does not think there is anything wrong with the device. The patient has not discussed the issue with her doctor. The patient tried treating on 2 separate occasions and on both occasions the headaches started after a few hours. The patient stated that she will not be using the device anymore. The patient was advised to contact her doctor. No further consequences were reported. The spinalpak assembly has not been returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.